Event description:
It was reported that during a novasure procedure on (B)(6) 2024, the physician reported that the patient had a previous laparoscopy procedure in january and a perforation occurred then. During the novasure procedure the physician performed a cavity integrity assessment and failed. No leak at the cervix was observed. The patient was referred to the emergency room since she was complained of pain. Multiple attempts were made to obtain additional information which were not answered.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.